Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) confirms that tasp is fractured on the medial side of the post all pieces returned. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.

Event description:
It has been reported that during the trialing process of a knee arthroplasty, the provisional fractured.